Event description:
It was reported that the patient's lead insertion wound site has broken down. The patient underwent exploratory surgery where the wound was cleaned. No devices were explanted during the procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: (B)(4).